Event description:
It was reported that the patient had problems with recharging her implantable neurostimulator (ins) when it was placed below the belt line on her right side. Her physician revised the implant and moved the ins higher up in her back in (B)(6) 2012. Additional information received reported that the patient received assistance from her physician or manufacturer representative and had her issues resolved.

Event description:
Additional information received from the consumer reported they always had difficulty with keeping the antenna in contact with their implant and would experience poor coupling even when they didn¿t move one bit. Due to not getting any coupling the consumer had a pocket revision in (B)(6) 2012 where the stimulator was moved, and they were told the pocket was the issue, but they still had coupling issues which worsened over the last year. In an attempt to help resolve the issue adhesive discs were being sent. No patient symptoms were reported.

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37754, serial#: (B)(4), product type: recharger; product ID: 37744, serial#: (B)(4), product type: programmer, patient product ID: 3550-39, lot#: n276819, implanted: (B)(6) 2012, product type: accessory. (B)(4).